Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, crosstalk leading to the undersensing of ventricular tachycardia was observed on the device. Technical support was contacted to recommend reprogramming in order to resolve the event. The patient was stable and there were no adverse consequences.